Event description:
During baxter's testing, the eval found that the device failed to detect an upstream occlusion at 40 ml/hr. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device is being evaluated by baxter. At this time the investigation is not complete. Once the investigation is complete a supplemental report will be provided.